Event description:
A talent abdominal stent graft system was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm approximately 1 month ago. Aneurysm morphology was not reported an the aortic neck was short. There was an area within the aorta that was tight and contained a lot of thrombus. It was reported that after the stent graft was implanted the area of the missing stent on the ipsilateral side was compressed down. The flow lumen was measured by ivus and was found to be 3 mm in diameter. An aneurx iliac limb was implanted within the talent bifurcated stent graft to address the narrowed lumen to keep it open. No additional clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
Evaluation codes: results and conclusion: short aortic neck, tight aorta containing a lot of thrombus.